Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported a false positive architect b-hcg result on one female patient. The results provided were: (B)(6) 2018 = 1648.03miu/ml / on (B)(6) 2018 a new sample = 1.3miu/ml / the customer retested the (B)(6) 2018 sample on (B)(6) 2018 and the result is now <1.2miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of complaints identified no trends for the product issue. A review of the manufacturing documentation for architect concentrated wash buffer did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. The complaint text states that false elevated results for architect total b-hcg were observed after weekly maintenance was not performed and incorrectly prepared architect concentrated wash buffer for an unknown lot was used for testing. Based on the investigation no product deficiency was identified for architect concentrated wash buffer as use error caused the issue.